Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Inspection of the returned device indicated that both cuffs captured the needles. The rail suture end, attached to returned plunger assembly, was cut. This is indicative of successful needle deployment and suture retrieval as intended; however, because the whole suture and suture trimmer were not returned with the device for analysis, the reported suture break during the knot advancement could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 7fr sheath, after an interventional procedure for peripheral artery occlusive disease. Reportedly, when the trimmer was used to push the knot, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.